Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net transmission with episodes of cardiac pauses and bradycardia. Upon examination, it was determined that the episodes were false and were caused by undersensing of the implantable cardiac monitor. Programming changes were recommended but were not completed at this time due to covid-19 restrictions. There were no adverse consequences to the patient.